Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was found to be longer than 20mm. The 90% stenosed lesion being treated was located in a mildly tortuous unk vessel location. A 2.50x20 taxus express2 drug eluting stent was implanted, however, the physician noted that the length of the stent is longer than 20mm. The physician measured the stent length against a non-bsc balloon. His measurement was approximately 24mm. No pt complications were reported. Pt's status reported as "good".